Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 5.0 and extracorporeal membrane oxygenation (ECMO) support for mechanical circulatory support due to an unspecific retro sternal bleeding and tamponade. The purge fluid was changed to sodium bicarbonate. The patient remained on impella support and was successfully weaned.